Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 13-jun-2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) placed on (B)(6) 2010. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, abdominal pain, and pain during intercourse. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from multiple physicians but was unable to resolve her symptoms. On or around (B)(6) 2015, plaintiff underwent surgery to remove her ovaries and fallopian tubes. After surgery, however, her physician advised that essure coils were not located in her fallopian tubes, and were not removed during the procedure. Consequently, plaintiff was required to undergo an x-ray on or around (B)(6) 2015 and a computed tomography scan on or around (B)(6) 2015. The diagnostic imaging revealed that both essure coils were embedded in her uterus and that her left essure coil was broken into pieces. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Follow up information was received on 05-jul-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference (B)(4). Quality-safety evaluation: a hysterosalpingogram (hsg) is an x-ray test that looks at the inside of the uterus and fallopian tubes and the area around them. During an hsg, a dye (contrast material) is put through a thin tube that is put through the vagina and into the uterus. For essure, a modified hsg is performed using a slow-fill of contrast. The essure confirmation test (modified hsg) is performed three months post-placement to evaluate insert location and fallopian tube occlusion. Hsg films should be reviewed and interpreted by a trained medical professional, such as a physician or radiologist. In many hsg images, only the radiopaque markers located on the micro-insert are visible. In some cases, the micro-insert can be stretched by muscular contractions of the fallopian tube. When viewed on an hsg mage, this may contribute to the perception that the device is broken since the distance between radiopaque markers is longer than anticipated; however, the device is not actually broken. Since the remaining parts of the device are not visible, hsg images can be misinterpreted as being broken or fragmented. In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medicais event cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/ chronic pelvic pain. About 5 years and 7 months after essure insertion, plaintiff underwent surgery to remove her ovaries and fallopian tubes. After surgery, her physician advised that essure coils were not located in her fallopian tubes, and were not removed during the procedure. An x-ray and a computed tomography scan were performed which result showed both essure coils were embedded in her uterus and that her left essure coil was broken into pieces. The events increasingly severe pain/ chronic pelvic pain and essure coils were not located in her fallopian tubes / both essure coils were embedded in her uterus were considered serious and listed according to the reference safety information for essure. The event device breakage is unlisted and non-serious, and was regarded as anticipated upon receipt of the product technical analysis. In this case, it was reported that she never experienced this event prior to essure insertion and it occurred post-procedure period of essure insertion. The exact date and mechanism of device embedded were not known. The device movement out of fallopian tubes could have resulted in device breakage. Considering their nature and compatible temporal relationship, a causal relationship between the events and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.